Event description:
It was reported that a catheter was received broken in the shipping tube.

Manufacturer narrative:
The catheter was received in a broken shipping tube. The tube was broken 22.0cm proximal of the distal end of the gray shipping tube. There were stress marks on the shipping tube at the break location. The damaged tube appears to have occurred during shipping to the customer. There was no other damage observed. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed. An investigation was opened to determine the variables that can impact the product during shipping, in an effort to reduce complaints of this type. The root cause investigation was completed by a cross-function team comprising of representatives from packaging engineering, quality, marketing and logistics. The team investigated the issue and identified the most probably root cause as packages are being damaged while traveling on the conveyor system at the carrier sorting facility. The resulting corrective action plan from this root cause investigation yielded the following actions items: 1). Implement a heavy duty cylinder with and adjustable tube of 0.18" (thickness) used for shipping purposes. 2). Communicate to the edward distribution channels the requirement for the use of the heavy duty cylinder usage for shipping purposes. 3). Establish a contractual requirement with edwards distribution channels to use the heavy duty cylinder for shipping purposes.

Manufacturer narrative:
The catheter is expected to be returned for evaluation; however, it has not yet been received.